Event description:
During a transurethral resection of the prostate procedure when removing the button electrode from the pt, the electrode caused tissue tear on the urethra. The end was sharp. Surgeon thought that he may not have retracted the electrode completely into the inner sheath, which may have caused the tissue to tear. Another instrument was used to complete the procedure.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hosp have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.